Event description:
A pt reported experiencing inaccurate low results with an ot ultra meter. Pt's blood glucose result was 120 mg/dl. Pt reported only one blood glucose reading. Tests were allegedly done less than 10 mins apart with a difference greater than 20%. Pt did not experience any adverse event. No further info has been reported.